Manufacturer narrative:
A5) patient ethnicity - not available from facility. H3/h6): a portion of the device was discarded and a portion remained within the patient, thus no product investigation was performed, and the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight, resistance was encountered, caused by heavy calcification. Switching to a spectranetics 11f tightrail rotating dilator sheath, attempts to advance were unsuccessful. Returning to use of the 14f glidelight, extraction continued; however, the lld ez, along with the lead broke. The distal portion of the lead and lld ez were capped, and remained in the patient. The patient survived the procedure. This report captures a portion of the lld ez within the rv lead that separated, along with the lead, and retained in the patient.